Event description:
It was reported the device was not capturing pictures during a shoulder scope. There was a delay in the case of less than thirty minutes. No backup device was available. No injuries or complications were reported as a result.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of not capturing pictures could not be reproduced. Ccu passed all functional tests. Pictures were captured and saved through a usb device. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.